Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the side seam. The leak was discovered during the pharmacy inspection process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual test identified the reported condition as a breach to the eva of the bag that caused a leak spraying liquid. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection confirmed the reported condition as a large gouge on the back side of the bag, which is created by friction. There is no impression or damage on the opposite side of the bag; therefore, the damage occurred when the bag was filled. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.